Manufacturer narrative:
(B)(4). Date sent: 08/21/2025. D4: batch # unk. Additional information was requested, and the following was obtained: - did the device lock-out (no staples deployed and no cut line started)? Yes. Or did the device start to deploy staples and cut but could not be completed (partially fire)? No. Or did the device fully fire and stop during the automatic knife return? No. - was there any difficulty opening the device? No. If yes, how was the device removed from the patient? N/a. If yes, did the jaws eventually open? N/a. Corrected data: h6. Medical device problem code.

Manufacturer narrative:
(B)(4). Date sent: 08/04/2025. D4: batch # c9e58k. Additional information was requested, and the following was obtained: there was no bleeding or tissue damage. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received partially fired 3/4. When attempted to down load the event log, the log would not load, due to this condition the event log could not be review. An electrical test was perform on the device and some parameters were out of spec, this could possibly had an effect while trying to down load the event log. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. The event described of non specific noise could not be confirmed as no abnormal noises were noted during functional testing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number c9e58k, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown respiratory procedure, it was observed that a, a strange sound like buzzing occurred two seconds after firing, the knife stopped, and then the knife would return by the home button, but the strange sound also occurred at that time. When the jaws opened, the device could not be transected. The cartridge color was green. Another competitive device was used to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.